Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. 735707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal abscess ("abdominal abscess") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2010, the patient had essure inserted. The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), oophorectomy (B)(6) 2010). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal abscess and vulvovaginal pain outcome was unknown. The reporter considered abdominal abscess, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: right 4coils left 6coils quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: f\u 2&3 proceed together- pfs received: lot number was added, previously reported event injury to herself was deleted, newly added events vaginal haemorrhage, menorrhagia, menstrual cramp, abdominal abscess, vaginal pain, pelvic pain female, device monitoring procedure not performed, essure removal date was added, consumer address were updated and date of birth was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. 735707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal abscess ("abdominal abscess") and vulvovaginal pain ("vaginal pain"). On (B)(6)2010, the patient had essure inserted. The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), oophorectomy (B)(6) 2010). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal abscess and vulvovaginal pain outcome was unknown. The reporter considered abdominal abscess, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: right 4coils left 6coils. Lot number: 735707, manufacture date: 2010-04, expiration date: 2013-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case.a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.